Manufacturer narrative:
Additional suspect medical device components involved in the event brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (b)(6. Batch: 7076727, 7076735, 7076694, 7076672. Brand name: coveredge 32 upn: m365sc8336700 model: sc-8336-70 serial: (B)(6). Batch: 7071239.

Event description:
It was reported that the patient had never experienced any pain relief from the spinal cord stimulation (scs) system. The system was reprogrammed however the event did not resolve. The patient underwent a procedure in which the entire system was explanted. The patient was stable postoperatively. The explanted devices will not be returned as they were retained by the medical facility.